Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was 186 mg/dl. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer advised the power error detected alarm occurred during normal use and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.